Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd ultra fine¿ pen needles experienced damaged or open unit packages/seals where the sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: consumer reported, putting her hand into a new box to pull out a pen needle and pricking her finger. Stated, the "tear drop" label was missing from two pen needles. Pricked finger on "non patient end". Did not seek medical. This took place prior to injection and consumer did not use the pen needles. Lot: 9310076, catalog: 320122, date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (2) open 4mm, 32g pen needles without the tear drop label. Customer states that she put her hand into a new box to pull out a pen needle and pricking her finger and the "tear drop" label was missing from two pen needles. Both returned pen needles were examined and both exhibited a heat stake on the outer surface of the outer cover. This indicates that both samples were sealed properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 2 bd ultra fine¿ pen needles experienced damaged or open unit packages/seals where the sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: consumer reported, putting her hand into a new box to pull out a pen needle and pricking her finger. Stated, the "tear drop" label was missing from two pen needles. Pricked finger on "non patient end". Did not seek medical. This took place prior to injection and consumer did not use the pen needles lot: 9310076. Catalog: 320122. Date of event: unknown.